Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review was completed on the reported batch which showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe needle broke. The following information was provided by the initial reporter: when placing the syringe posiflush at the valve and after screwing, the tip of the syringe broke inside the valve of the tubing. It has been 2 times in 1 week that this malfunction has occurred. Reperfusion of the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe needle broke. The following information was provided by the initial reporter: when placing the syringe posiflush at the valve and after screwing, the tip of the syringe broke inside the valve of the tubing. It has been 2 times in 1 week that this malfunction has occurred. Reperfusion of the patient.